Manufacturer narrative:
Initial and final MDR 1876150 MDR 3003442380-2024-05156- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing was detached from connector.the patient's blood glucose level was 250 mg/dl. The issue occurred with three similar types of infusion set.